Event description:
Related manufacturer reference number: 2017865-2024-35356. It was reported that the patient's atrial and right ventricular (rv) leads exhibited loss of capture. Both leads were explanted and replaced as a result. Patient was in stable condition.